Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of three of peritoneal dialysis therapy. The patient was connected at the time of the event. There was a rare piece of something on the cassette. Renal therapy services advised the caregiver to end the therapy session and contact their peritoneal dialysis registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.